Event description:
Medtronic received information that this bioprosthetic valve was abandoned after implant due to aortic insufficiency. Additional information was received that the patient died four days post implant. The cause of death was not received. Additional information has been requested.

Manufacturer narrative:
(B)(4). Device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined as the valve functioned according to specification during testing. H3 analysis: upon receipt at medtronic's quality laboratory, all leaflets were in the closed position with a gap between all cusps at the point of coaptation. All leaflets were intact and slightly stiff but flexible. All commissures were intact. Pulse duplication hydrodynamic testing data showed the gradient was slightly higher than the historical testing data. Regurgitation was much smaller than the baseline testing data. High speed video evaluation during pulse duplication showed the left cusp did not open fully at the lower flow rate. At higher flow rates, the left cusp opening was normal. There was no evidence of leakage upon leaflet closure and no evidence of gapping between free edges. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The cause of death was not reported. Analysis of the valve revealed no abnormalities or malfunction. Should further information regarding the cause of death be received, a supplemental report will be filed.